Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 14 states, ¿problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies¿ and number 15 states ¿intraoperative and/or postoperative pain.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 6 of 8 mdrs filed for the same event (reference 1825034-2015-01350 & 01352 / 01358).

Event description:
It was reported that a patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2003 and a right total hip arthroplasty in 1998. Subsequently, the patient underwent a left hip revision procedure on (B)(6) 2004 due to infection, loss of function, discoloration, rash, wound problems, limping, leg length discrepancy, knee/ankle problems, hematoma, lower extremity paralysis, pain and difficulty ambulating. Patient further noted fatigue, frequently feeling cold and hearing/vision changes. Patient underwent a revision procedure on the right hip in 2013 due to loss of function.